Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was received by the customer with the outer packaging open. The sterile packaging was still intact. The device was not implanted.

Manufacturer narrative:
Review of manufacturing records confirmed that the subject device was manufactured and released in accordance with all applicable procedures. The packaging procedure was followed and no irregularity was noted. Therefore, it is concluded that the observed issue was most probably generated during transportation.

Event description:
Reportedly, the device was received by the customer with the outer packaging open. The sterile packaging was still intact. The device was not implanted.